Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported failure. To fix the issue, the fse replaced the manifold drive valve and the unit worked fine. The unit was released for clinical use.

Event description:
It was reported that while in use on a patient the cs100 intra-aortic balloon pump (iabp) generated a "low vacuum alarm¿ occurred in high frequency and the device was replaced to continue therapy. There was no patient harm and no adverse event was reported.